Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Hospital nurse reported the pt was hospitalized due to "problems with the pump." Pt reported there were issues with the insulin delivery of the infusion device over the past 2-3 days , and she "didn't get any or very little insulin one night." Pt woke up, felt sick and vomited, and contacted an ambulance. Her blood glucose was between 17-18 mmol/l (306-324 mg/dl) at the hospital. Nurse reported the cartridge was full of insulin, and it is unk if there were any alert or error messages on the insulin device. No additional info was provided at this time. The infusion device was requested for eval.